Event description:
It is reported that a customer received a failed battery test on their insulin pump. The patient's blood glucose level was 210 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was not able to trouble shoot the issue because their keypad would not function correctly. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents are within specification. No alarms were noted during testing. The insulin pump had intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The insulin pump had cracked case at display window corners, cracked reservoir tube, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.